Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir caused high blood glucose reading. Customer blood glucose reading was 570 mg/dl. Customer also reported no delivery alarm. Customer was assisted performing 5.0 units of insulin but the insulin did not exited. Customer was advised the alarm was caused by infusion set and reservoir connection. Customer was advised to change their infusion set and reservoir. Products will not be returning for analysis.